Event description:
It was reported that during the implant attempt, it was not possible to insert the stylet into the lead. The lead was attempted and not used and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood/fluid in the distal conductor which created an obstruction. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Visual analysis noted that blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.